Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6) it was reported that the patient has an abdominal wall inflammation due to an inflamed infusion site. He is taking antibiotics and is under medical treatment no further information available.